Event description:
It was reported that the right ventricular (rv) lead penetrated through the thorax causing perforation and hemothorax. Additionally the patient experienced pericardial effusion, pleural effusion, and developed a hematoma. Surgical intervention was required to explant the lead and a thoracotomy was executed to stop the bleeding. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.